Manufacturer narrative:
The reported event of unable to insert/remove stylet from lead was confirmed. As received, a complete lead was returned in one piece. The stylet used in the field was not returned with the lead. X-ray inspection of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. Unable to perform the stylet insertion / removal test due to the overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.